Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 he obtained a result of "high" (over 600mg/dl) on the subject meter, which he felt was inaccurately high in comparison to a result of "65mg/dl" obtained on a onetouch ultra 2 meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy. The patient manages his diabetes with an insulin pump and continued to take his usual dose of "10 units humalog" insulin on (B)(6) 2015. The patient denied developing any symptoms however stated that on (B)(6) 2015 he presented at an emergency room, where he received treatment from a healthcare professional (hcp) with food or drink. The patient reported that on (B)(6) 2015 she obtained a blood glucose result of "115mg/dl" on another meter. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had been using strips that expired in august 2013. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a hcp after the alleged meter issue occurred.